Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the pump was damaged in the area near the cartridge. There was no reported impact to the customer¿s blood glucose. The customer declined to follow up with tandem technical support.